Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a doctor that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 22 mg/dl at the time of the incident. The customer was at 384 mg/dl at the time of the call. The customer was given glucose tablets and intravenous glucose to treat. The customer experienced symptoms such as a seizure. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer was working on a masters degree and was under a lot of stress and hadn't been eating. The insulin pump will not be returned for analysis.